Event description:
It was reported that the procedure was cancelled. The target lesion was located in the internal iliac artery. An 8mm x 20cm interlock-35 was selected for use. During the procedure, the coil was interrupted when inserted into the catheter. The procedure was not completed due to this event. No patient complications were reported.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the internal iliac artery. An 8mm x 20cm interlock-35 was selected for use. During the procedure, the coil was interrupted when inserted into the catheter. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the main coil, the introducer sheath, and the delivery wire were returned. No damages were observed. Functional testing could not be performed since the main coil and the pusher wire were not returned interlocking. Dimensional inspection of the main coil revealed the components were within specification. Based on analysis of the returned product, the reported allegations could not be confirmed, as the returned sections passed the tests carried out in the analysis of the product.